Event description:
It was reported that after implant during repeated psa measurements, anomalous value of the lead was observed in unipolar configuration, no pacing at 7.5 v, and impedance of 1080 ohms. The lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.